Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -8.50/0.5/174 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. The surgeon plans an exchange. The cause of the event was reported as unknown.